Manufacturer narrative:
An investigation has been initiated. When the investigation is complete a supplemental report will be submitted.

Event description:
It was reported that "the surgeon was inserting a peritoneal dialysis (pd) catheter. When removing the tunneler used for the catheter, it was noticed that a small plastic portion of the tip of the catheter was missing. The surgeon was unsuccessful in locating the object. It was the surgeon's impression that the plastic tip broke off during tunneling through the skin and may have remained in the pt. We were unable to visualize the rfb with radiology."